Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The current egm (electrogram) showed oversensing crosstalk and noise on episodes. There was also high impedance. It was noted the lead integrity alert triggered due to high rate non-sustained episodes and sensing integrity counter (sic). A possible lead fraction was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.